Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had multiple incidents of low blood glucose (bg) levels range (58-67 mg/dl) the customer would drink orange juice to stabilize bg level. As the customer did not contact tandem technical support at the time of the reported issues, troubleshooting could not be performed. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.

Manufacturer narrative:
Review of pump data by tandem quality engineering: pump log review did not confirm any low bg levels entered into the pump between (B)(6) 2016. There was no evidence of a pump malfunction or failure.